Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for scheduled battery evaluation. Upon review, the right atrial lead had automatic mode switching episodes with noise. The noise was reproducible with myopotential testing. Programming changes were made. However, due to new onset of atrial lead noise, the lead was capped and replaced on (B)(6) 2018 during the normal device change. The patient had no complications.